Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a company representative regarding a (B)(6), female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for spinal pain. On (B)(6) 2016, the pump was interrogated and the logs showed that on (B)(6) 2015 a motor stall occurred followed by a tube set on (B)(6) 2015. Upon second interrogation of the pump, the logs showed the stall recovered. It was reported the patient had a magnetic resonance imaging (MRI), but didn't remember the exact date. The patient did not hear the pump alarm. They did not experience any symptoms and were doing great. If additional information becomes available, a follow-up report will be submitted.